Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that there was no damage to the instrument pulleys. Failure analysis investigation also found instrument's pitch down cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, one of the pulleys broke on the pk dissecting forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.